Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump¿s battery compartment was cracked. Unrelated to the battery compartment issue, evaluation revealed that the audio bolus button cover was torn, exposing the key contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.